Event description:
An unknown size aneurx bifurcated stent graft and its compoents were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that after deployment of the main device the physician deployed a metal stent in the ipsilateral leg of the main device due to stenosis in the vessel. The stent was deployed approximately 1 - 1.5 cm lower than that the renal arteries. The physician then inserted a 26 mm x 3.75 cm aortic cuff through the stent in the ipsilateral side. During deployment of the aortic cuff it got caught on the stent and the physician was unable to remove it. The cuff was fully deployed at a location 1 cm lower than the renal artery. No additional cuffs were attempted and there was no leak present at the end of the procedure. No clinical sequelae were reported, and the patient is reported to be fine.